Event description:
It was reported that the trial rasp inserter broke during surgery. The surgeon began using the rasp to trial the disc space with a modular rasp which requires the use of an inserter. During the attempt to remove the rasp with a slap hammer, the rasp was left within the disc space. The surgeon had to use another method to remove it without injury to the patient. Upon inspection of the inserter, the surgeon found that the instrument broke at the base of the portion that screws into the trial head.

Manufacturer narrative:
The product associated with this event has been received, and the investigation is pending. Will provide supplemental upon completion of the investigation.